Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance and high threshold were observed. Lead replacement was scheduled. The patient is not dependent and no consequences to the patient. No further information is available.

Event description:
New information received notes that the lead was capped and replaced. The patient was doing fine before and after the event.